Event description:
It was reported that the micro sagittal saw continued to run when the trigger was no longer activated. No further information was available from the customer. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the socket, motor and tps flex. The driveshaft and the boot were worn. A bearing was stuck in the rear housing. Additionally it was reported that during evaluation at the manufacturer that there was a substance on the rotor which could indicate that the device was leaking.